Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks resulting in therapy exhaustion twice over two successive episodes. The patient reported hitting their face and feeling pain from the inappropriate therapy though they had limited memory of the event following the third inappropriate shock. Review of stored events noted evidence of a high sinus rate with baseline drift that resulted in the inappropriate episodes during which time the patient reported they had consumed alcohol and were dancing. The condition and shock zones were reprogrammed. No other changes were made as there was no apparent change in selected vectors nor noise or baseline drift with provocation testing. No additional adverse patient effects were reported. This system remains in service.